Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01994 for device 2. On (B)(6) 2009, the patient was implanted with an scs system. The patient was scheduled to be revised on (B)(6) 2010 from percutaneous leads to a paddle lead. When she arrived at the hospital, she had an infection at both the ipg pocket site and the lead incision site. The doctor removed the entire system.